Manufacturer narrative:
The pump was returned for eval. Visual and functional testing was performed and the pump was found to meet all of the MFR's specifications. There was no visual damage noted. The accuracy was tested at several rates and passed all tests. It is suspected that a possible misload of the IV set may have caused the reported overinfusion. Add'l inservicing will be performed on proper loading of the IV set per the directions for use, page 9, which states, "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector...do not use the door to close the orange latch". This report was filled out by the MFR. MFR's report date 11/22/96.

Event description:
An overinfusion of lipids occurred. The pump was set to deliver at a rate of 10ml/hr and 250mls was reported to have delivered in one and a half hours. There was no pt complications.